Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt reported an inflammatory mass. There was a lesion at the tip of the catheter. The pt's pump was stopped. The pt's health care provider had not agreed to remove the pt's catheter. The drug in the pump at the time of the event was morphine. There had been another drug in the pump in the past, but the name of the drug was unk. Additional info has been requested; a f/u report will be submitted if additional info becomes available.